Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the bolus button was completely detached and contamination was present under all contacts. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: the bolus button is completely detached. No visible damage to keypad. All buttons respond properly. Removed keypad and found contamination under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.